Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by the customer that IV pump due to air in line prompt and when he removed the tubing from the IV pump, the IV tubing separated. No abnormal tension or twisting occurred. The very soft flexible portion fully separated from the hard blue plastic portion that latches into the IV pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.